Event description:
A dynaflex device was implanted, date not provided. The entire device was removed from the patient on 05/27/97 due to fluid loss and patient dissatisfaction. An ipp device was implanted. Unable to obtain additional details.